Manufacturer narrative:
Corresponding author and institution this literature review is being reported as an individual event type as serious injury due to the medical intervention to treat the complications of re-herniation, wound dehiscence, cellulitis, and infection. Follow up was performed with the corresponding author for additional information, including relevant lot numbers. As per the author, this was an ide study which the FDA is aware of and has all the information and the corresponding author think that's all that is needed; therefore, the information is unavailable. No additional information is expected to be received. The lot numbers associated with these events remain unknown; therefore an internal investigation could not be performed. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. No further actions are required; a nonconformance could not be confirmed.

Event description:
During a literature review preformed by medical safety, an article titled "biologic mesh versus synthetic mesh in repair of ventral hernias (ventral hernia), a randomized clinical trail' was identified that discussed a multicenter, single blinded randomized clinical trial that was conducted from (B)(6) 2012 to (B)(6) 2019 with a follow up duration of 2 years. The trail was completed at 5 academic medical centers in the us with specialized units for abdominal wall reconstruction. A total of 253 adult patients with clean-contaminated or contaminated ventral hernias were enrolled in this trial. Follow up was completed in (B)(6) 2021. The objective was to determine whether synthetic surgical mesh results in superior reduction in risk of hernia repair recurrence compared with biologic mesh during the single-stage repair of clean contaminated and contaminated ventral hernias. The main outcomes and measures listed the primary outcome was the superiority of synthetic mesh vs. Biologic mesh at reducing risk of hernia recurrence 2 years based on intent-to-treat analysis. Secondary outcomes included mesh safety, defined as the rate of surgical site occurrence requiring a procedural intervention and 30 day hospital direct costs and prosthetic costs. The results stated a total of 253 patients were randomized (126 to synthetic mesh and 127 biologic mesh) and the follow up rate was 92% at 2 years. Compared with biologic mesh, synthetic mesh significantly reduced the risk of hernia recurrence. The overall intent-to treat hernia recurrence risk at 2 years was 13% (33 of 253 patients). Recurrence risk with biologic mesh was 20.5% (26 of 127 patients) and with synthetic mesh was 5.6% (7 of 126 patients), with an absolute risk reduction of 14.9% with the use of synthetic mesh. There was no significant difference in overall 2 year risk of surgical site occurrence requiring a procedural intervention between the groups. Median 30 day hospital direct costs were significantly greater in the biologic group vs the synthetic group. There was also a significant difference in price of the prosthetic device between the 2 groups. Additional information included that the median age was 64 years old and 117 participants were male. The 2 groups were similar with respect to baseline medical comorbidities and hernia characteristics. There was a significant difference between the 2 groups because the largest biologic mesh available at the beginning of the tail was 20x30. There were no other significant difference in operative characteristics. At 30 days follow up, 149 patients had experienced at least 1 post operative adverse event. There were significantly more adverse events in the biologic vs the synthetic mesh group. Most adverse events were either wound morbidity or ileus and no specific type of adverse event was noted to be responsible for this difference. According to the comprehensive complication index, the 30 day adverse events in the biologic group tended to be more severe than the synthetic mesh. There were no significant differences in reoperation between the groups. The most common reason for reoperation after 6 months was hernia recurrence. The complications listed for the biologic group for surgical site occurrence requiring procedural intervention consisted of 17 wound opening, 4 wound debridement, 11 percutaneous drainage, 1 mesh removal, 4 wound cellulitis, 1 serous drainage, 1 purulent drainage, 3 seroma and 2 hematoma. For the surgical site infection requiring a procedural intervention listed 12 superficial, 14 deep and 1 organ space. The overall conclusion reported that synthetic mesh demonstrated superior 2-year hernia recurrence risk compared with biologic mesh in patients undergoing single-stage repair of contaminated ventral hernias and both meshes demonstrated similar safety profiles. The price of biologic mesh was over 200 times that of synthetic mesh for these outcomes.